Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the whole suture detached form the whole needle body. This reported event was noticed during the surgery.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm what do you mean by "suture is dissected from the needle"?? Did the whole suture thread pull off/separate or detach form the whole needle body? Was this reported event noticed pre-op= before use on patient? Or intra-op= during use on patient while suturing? Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one reported event? Any patient consequence/ae outcome as a result of the event report?

Event description:
It was reported that a patient underwent a hypospadias procedure on an unknown date and suture was used. During the procedure, the suture is dissected from the needle. Another like device was used. No adverse patient consequences were reported. Additional information was requested.